Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the spider 2 tenet will not lock. Incident occurred while setting-up to the procedure. The same device was used and no delays occurred.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: corrected information in h6 (investigation findings, conclusions and component code). H3, h6: the reported device was received for evaluation. A visual inspection found the distal quick connect button and spring are deformed. The labels and housing are worn. Functional testing found the unit powered up and pressurized normally. The unit also passed the 30 lb weight test. The distal quick connect was loose and could not lock in accessories. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the material deformation could not be determined. The root cause of loose and unstable quick connect has been associated with a component failure. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. Based on this investigation, the need for corrective action is not indicated.